Event description:
It was reported by the patient: the mesh became infected and erosion occurred within weeks of being implanted. The patient experienced pelvic inflammatory symptoms, vaginal, abdominal and back pain, high temperature and exhaustion. In (B) (6) 2008, the patient had a portion of the mesh removed and developed a chronic infection (septicemia), major scarring, shrinkage and shortening of the vagina. The doctor was unable to operate further to relive the pain from the scar tissue as it could create more scar tissue. The parts of the mesh that remain continue to cause daily pain and suffering, high temperature, skin rashes and a ruined sex life. Additional information has been requested, but not yet received.

Manufacturer narrative:
The lot number is unknown; therefore, no review of the device history record could be performed. The instructions for use which accompanies each device states in the section labeled adverse reactions: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes. Post-operatively the patient is recommended to refrain from heavy lifting and/or exercise (ie: cycling, jogging) for at least three to four weeks and intercourse for one month." (B) (4)